Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. There were no patient consequences and the patient would continue to be monitored.